Manufacturer narrative:
The other xience stent mentioned, is being filed under the same MFR number.

Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: procedural myocardial infarction (mi) with occlusion, resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported via trial that during the index procedure, the patient experienced an mi in the 1st diagonal, with acute occlusion. No treatment was reported. No additional event or patient information is available.